Event description:
Lifetime min says less than 100 ohms and there are 777 low impedance measurements lead warning on (B)(6) 2021. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).